Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test and self test. No button error alarm noted upon testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad was unresponsive. Customer's blood glucose level was unknown. Customer stated that numbers are ramping on their own. Customer stated the scroll bar was not moving with no input. Insulin pump was not exposed to a change in altitude. Customer stated the insulin pump was neither dropped nor exposed to moisture. Customer stated block mode was inactive. Customer states the buttons was not responding after battery changed. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.